Event description:
It was reported the device had 'strange battery behaviour' although programmed at minimal output settings. There had been a downward trend between implant, (B)(6)2005, and last follow-up, (B)(6) 2009. Now the device is found to be at eri (elective replacement indicator), with battery voltage of 2.27 volts, but upon re-interrogation, the voltage was 1.82 volts. The device was explanted and replaced. No patient complications were reported as a result of this event. The patient outcome was noted as 'ok'.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected initial reporter title. Evaluation summary: (B)(4) battery has high impedance. The incorrect rtt battery voltage measurements are the result of high internal battery resistance.

Event description:
It was reported the device had 'strange battery behaviour' although programmed at minimal output settings. There had been a downward trend between implant, (B) (6) 2005, and last follow-up, (B) (6) 2009. Now the device is found to be at eri (elective replacement indicator), with battery voltage of 2.27 volts, but upon re-interrogation, the voltage was 1.82 volts. The device was explanted and replaced. No patient complications were reported as a result of this event. The patient outcome was noted as 'ok'.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.